Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving bupivacaine (30mg/ml at unknown dose) and baclofen (1000mcg/ml at unknown dose) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that the patient's alarm for her pump had been going off for the last week and a half (relative to (B)(6) 2019). It had been going off every 10 minutes or so, so she thought it was critical alarm. The patient had a myelogram on (B)(6) 2019 and ever since then they had been having on going issues. The patient had an appointment on (B)(6) 2019. The patient was very stiff and her mom gave her oral baclofen. They were going in (B)(6) 2019 to do a revision and possibly replace the pump. There was nothing in the pump as of (B)(6) 2019 and the alarm was for empty reservoir. The hcp gave consent to permanently shut off the pump on (B)(6) 2019 since they would be doing a revision on (B)(6) 2019. There were no further complications reported at this time.